Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this device, while closing the pocket, noise and oversensing was noted on the right ventricular (rv) channel. The pocket was re-opened and the lead was re-inserted into the device without resolution of the noise. Boston scientific technical services discuss that the noise appeared to be due to air bubbles. The pocket was closed and the system observed. The frequency of noise diminished and a device check the next day noted normal device function with resolution of the issue. Of note, it was suspected that the seal plug may have been damaged during implant. There were no adverse patient effects reported, the patient was not pacemaker dependant. The device remains in service.